Event description:
Procedure: inguinal hernia repair. According to the reporter: the devices locked and "would not fire". The staff used an absorbatack device to continue. The case was delayed more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).